Manufacturer narrative:
Advanced bionics consider the investigation into this reportable event as closed. The recipient has reportedly healed. A review of the device history record was performed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient presented with reoccurring middle ear infections. The surgeon removed the device so medical intervention for the middle ear infection could be completed. The explanted device was reportedly discarded and will not return for analysis. The recipient was not reimplanted.